Event description:
The physician was not able to fit the neuron delivery catheter 070 through a 6 french short sheath. The physician does not know why. They switched to a long 6 french shuttle sheath to finish the case. The mca was successfully recanalized. The short sheath and the neuron delivery catheter were both discarded by the hospital.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.